Event description:
It has been reported that the cot came out of the cot fastener while the ambulance was making a left turn. It was further reported that the cot had a loose retaining post. It was reported that the female patient on the cot at the time was complaining of neck pain.

Manufacturer narrative:
Other: retaining post top screw. Other: manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.